Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: 2015-(B)(6), product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: 2015-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2015, product type: lead; product ID 37603, serial# (B)(4), product type: implantable neurostimulator; product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2015, product type: lead; product ID 3387s-40, lot# va0mlnr, product type: lead; product ID 3708660, serial# (B)(4), product type: extension; product ID 3708660, serial# (B)(4), product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37603, serial# (B)(4), product type: implantable neurostimulator. Mfg site ID was updated to 3004209178. Device information was updated.

Event description:
It was reported that during a stage two implant, the lead was scarred in and when the resident pulled on the lead the manufacturing representative visualized damage to the lead. The healthcare professional (hcp) was able to attach the lead to the extension. Impedances were measured at 1.5v on the right side and they were found to be high. Impedances of electrode pairs were measured to be: c-1 ¿ 3833 ohms, c-3 ¿ 12363 ohms, 0-1 ¿ 13210 ohms, 1-3 ¿ 14447 ohms, and 2-3 ¿ 11350 ohms. The manufacturing representative stated the plan was to program around the high impedances. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the high and low impedances had not resolved. The lead was damaged by the healthcare professional (hcp) pulling on the lead. The impedance issue occurred during stage two of implant when the patient was under general anesthesia. The hcp was able to connect the lead to the extension and line up the connections properly.